Manufacturer narrative:
Device manufacture date not available on the date of filing. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a spine clamp being used with a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure that the surgeon, after finishing the procedure, noticed that the washer for the spine clamp had broken off and fallen into the patient anatomy. The surgeon was able to remove the washer, however the spinous process had to be removed in order to remove the clamp from the patient. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Initial reporter information has been updated. Device manufacturing date has been updated to proper value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.